Event description:
Customer reported that the patient was to undergo chemotherapy and was given an indurating PICC catheter to protect the blood vessels. During the catheterization process, the catheterization was smooth, and the puncture was successful. The appearance of the cannula sheath was not abnormal, and there was slight resistance during delivery, and the catheter was sent smoothly. After withdrawing the cannula sheath, it was found that the front edge of the cannula sheath was curly and burr. After withdrawing the cannula sheath, it was found that the puncture point oozed more blood, and the elastic bandage was applied to hemostasis. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.